Manufacturer narrative:
An email was sent to the product removal info email address by (B)(6) on 12/12/2023. The email was forwarded to the complaints department on 5/24/24, which initiated nurse assist's investigation of the reported incident and determination that the noted incident was reportable. A follow-up email was sent to (B)(6) by the complaints department on 5/23/24 and 6/10/2024 requesting additional information to aid with reporting and with the investigation. The product removal info email address was intended to be used solely for facilitating return and replacement of product and was not being reviewed for complaint information, which resulted in the delay of reporting this incident. The product removal info email inbox is being expeditiously reviewed to identify any other incident related information that would be considered as a complaint.

Event description:
Comments included in email received from complaints: I am writing to express my concern about your product. I received a recall notice in november, but the product that was recalled had already been used due to the fact it had been purchased month prior. At firsti didn't think much of it because to my knowledge we (my office) had not had any issues of bad outcomes. However, yesterday I had a second patient contact me that had issues with the transplant we performed on him. The outcome was poor growth and folliculitis. We use the 0.9% ns to hydrate the follicular units as well as wash the scalp during the procedure. So now I am looking at 2 patients with bad outcomes. Is there a remedy for this? The transplants will result in a loss of (B)(6) (twelve thousand) dollars on my end.